Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported a 63-year-old female with left main coronary artery and left anterior descending artery occlusions presented for impella cp support. After the peel-away was removed and reposition sheath was in place, the patient developed a hematoma. Two units of blood products were given. Hemostasis was achieved by applying manual pressure. The team escalated the patient to an impella 5.5.

Manufacturer narrative:
The investigation into the reported access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. All best practices were followed and no other abnormalities were noted. Manual pressure has been applied with protamine to solve the bleeding issue. The cause of the access site bleeding most likely was lack of vessel recoil as the bleeding occurred after switching from the introducer to the repo unit.